Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours. It was reported that the infusion site was painful, had swelling, redness, and traces of blood. Further symptoms included elevated blood glucose of 300 mg/dl (16.7 mmol/l) and a fever of 38.4 degrees celsius (101.1 degrees fahrenheit). Later in the evening, significant swelling developed, and blood glucose levels remained high throughout the day. On (B)(6) 2026, the patient was taken by parent to the pediatric unit emergency room at the (B)(6) hospital (B)(6). The patient received a surgical evaluation and ultrasound, and the infection was diagnosed as having no abscess present. Inpatient admission with intravenous antibiotics was recommended by the healthcare professional, however, the patient's parent declined. The patient received wet dressing and prescription oral antibiotic (amoxicillin/clavulanic acid). The ER visit lasted approximately 4 hours (8pm-12am). On (B)(6) 2026, the patient attended a follow-up visit at (B)(6). The healthcare professional stated the infection site had improved, with decreased swelling and slight purulent discharge. The healthcare professional applied an antibacterial creme, and a plaster. The follow-up visit was approximately 1.5 hours long.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.